Event description:
It was reported that a spectrum iq pump had soft key and alarm alerts that were quiet/ difficult to hear. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, soft key and alarm alerts are quiet/ difficult to hear was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be that the speaker was detached from the rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.